Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the aneurysm sac has been increasing over time without the presence of an endoleak. At 26 months post implant, the aneurysm measured 41.2 mm in diameter. At 39 months post implant, the aneurysm measured 44.7 mm in diameter which is when the neck dilatation began. At 50 months post implant, the aneurysm measured 45.7 mm in diameter and the proximal neck measures 35 mm in diameter. At 62 months post implant, the aneurysm measured 46.7 mm in diameter and the proximal neck measured 36.7 mm in diameter. At 95 months post implant, the aneurysm measured 52 mm in diameter and the proximal neck measured 41.5 mm in diameter. Currently, the aneurysm measures 54.7 mm in diameter and the proximal neck measures 41.7 mm in diameter. There is noticeable contrast outside the graft in the neck. However, none noted in the sac. There was no reported action or intervention taken. No additional clinical sequelae were reported and the patient is fine.